Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 420cc mentor memoryshape breast implant and experienced left side pain and breast implant rupture postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 14, 2021, mentor became aware that patient experienced left side capsular contracture; baker grade iii, and bilateral ptosis. Left side rupture was not found. Medical device problem code under field h6 has been updated to adverse event without identified device or use problem on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on july 20, 2021 left side capsular contracture was IV. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced left side capsular contracture; baker grade iii. Hence, patient code breast pain has been replaced with capsular contracture under field h6 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 3, 2021, mentor became aware that patient also experienced bilateral glandular ptosis, and left side device malposition. The replacement implants used on (B)(6) 2021 were smooth mentor memory gel extra fill breast implants, 465cc catalog number smpx465; serial number (B)(6) on the right side, and catalog number smpx465; serial number sn (B)(6) on the left side. No updates to coding is required. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade iii, malposition, and glandular ptosis. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 9, 2021, mentor became aware that the date of surgery is (B)(6) 2021. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date is to (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).